Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was still urinating themselves and not able to make it to the bathroom a lot and not sleeping well. The caller reports that they were urinating 40-50 times a day and it was terrible before the implant. They have been helped 50%, but are looking for more control. The caller reported that they previously felt a sensation like a jolt from the butthole to the toes when they tried to increase and it almost makes them lose their breath. They used to lay with bags of peas and ice packs because their body was always on fire. Helped caller connect to implant and change programs. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable.